Manufacturer narrative:
Product complaint#: (B)(4). Correction: e1. Initial reporter country code. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "influence of computer navigation on tka revision rates" written by christoph schnurr, isabell gudden, peer eysel, and dietmar pierre konig published by international orthopaedics published online on 5 september 2012 was reviewed. The article's purpose was to compare midterm revision rates after conventional navigated total knee arthroplasty (tka). Data was compiled from 1,121 patients receiving primary between january 2006 and 2010 with follow up ranging 1 to 6 years period. Depuy and non depuy implants were utilized and the article does not clarify which adverse events are related to which specific product. Cement manufacturer is unknown. Depuy products: pfc sigma. Adverse events: revisions for: loosening (no further information provided). Instability (no further information provided). Infection (no further information provided). Limited range of motion (no further information provided). Fracture (anatomical location and further information not provided).